Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. According to supplier, the operations process is in strict compliance with the standard operation procedure (sop) of gauze swab production. No sample was returned for investigation, therefore supplier was unable to determine the root cause and to confirm the complaint description. Supplier will continue to monitor the trend of this type of incident.

Event description:
It was reported that during a cardiac procedure there was shredding from gauze, c-nxr4416a, from pacemaker pack, sancgpmab3. There was no patient injury. The shred was seen next to an open pocket and was removed with adson forceps. It did not cause any delays. No further clinical data or patient demographics were provided after numerous attempts to obtain.